Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR: the stent delivery system (sds)was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks and found a break on the mid-shaft located distal to the mid-shaft bond along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reported based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified diagonal artery. The lesion contained between a 45 and 90 degree bend. A 32 x 3.50mm taxus¿ liberté¿ stent was selected to treat the lesion; however the device was unable to cross the target lesion. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patients¿ status was stable. However, device analysis revealed shaft break.